Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) via a company representative (rep) regarding a patient with an implantable infusion pump. It was reported that hcp mentioned the patient had an itb pump and believed patient was having withdrawal. Hcp got nas to page a rep, stated that he has a patient that is a itb patient , that he believed was going through withdrawal. The caller wanted to page a rep to come out to check the pump. The hcp would not provide patient information a he was in a hurry to speak to nas to get a rep. Technical service warm transferred caller to nas to page a rep. Caller stated he was from the university of (B)(6). On 2021-07-08, received (rep): additional information was received from the rep stating that this is the call rep responded to on (B)(6). The doctor did not provide the patient name or dob. No intervention or assistance was required by the rep team, so rep had no further information.